Event description:
A patient developed two pneumococcal meningitis infections after implantation. The patient was released from the hosp in june 2002, after their second infection. Advanced bionics is investigating this report and will provide a supplemental report when more information is available